Event description:
It was reported that the user experienced hypoglycemia in the early morning during sleep and after breakfast, with the breakfast low occurring after walking the dog immediately post-meal, and the user also reported episodes of hyperglycemia prior to rapid drops; the device in use was ilet and the user treated lows with oral glucose. Symptoms included irritability and sleepiness when very high, and with lows included loss of balance, blurry vision, and slowed movements. Outcomes included no hospitalization, no alerts or alarms, and troubleshooting and education were completed, including guidance that metabolic changes during sleep could affect glucose and a recommendation to consult a clinician about adjusting goals or assessing insulin sensitivity. Investigation included review of the reported events and user-provided blood glucose information. Investigation of this case revealed no device malfunction or component issue and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.